Event description:
As reported, during the procedures one of the blades partially detached and rotated 90 degrees on the balloon. With another catheter, the physician was able to rotate the blade back to the original position and remove the device from the pt.